Event description:
A patient presented with an infection following skin cancer procedure at the right leg. The area was described as a tender rasied area, oozing with redness. Antibiotic therapy was prescribed. The patient is currently reported as well.

Manufacturer narrative:
K946271.